Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and unexpected alarm test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No unexpected signal too low error alarm, unexpected alarm error alarm or corrupted history file error alarm noted during testing. However, corrupted history file error alarm found in alarm history. Corrupted history file error alarm due to corrupted history file. Unit was downloaded properly using carelink pro. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple recurring, unresolved error alarms including unexpected restart. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.